Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the fenestrated bipolar forceps could not be recognized and had continuous errors. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was checked for recognition on an in-house system. The system successfully recognized the system. The customer reported complaint could not be replicated. Failure analysis investigation also found the instruments pitch cables were broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instruments distal pulley had mechanical indentation and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The mechanical indentation and burr damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.